Event description:
Additional information from the hcp reports the patient recovered without sequela.

Event description:
The pump was explanted and replaced after an unknown implant duration. No reason for the explant was given. A follow up report will be sent when additional info is received.